Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary tract infection, pelvic discomfort, chronic groin pain, nocturia, urinary frequency, decreased urinary flow, moderate cystocele, hypertonic bladder and a questionable urethra dysfunction. The plaintiff also allegedly experienced neuromuscular problem, vaginal scarring, incomplete empting of the bladder, urinary retention, hematuria, dyspareunia, rectocele, mild vaginal atrophy, constipation and vaginal vault prolapse. The plaintiff underwent mesh excision. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00343.